Manufacturer narrative:
Qn#(B)(4). The customer returned one, 2-lumen cvc and a guide wire for analysis. The guide wire was returned inserted through the returned catheter. No obvious signs of use were observed on any portion of the returned sample. Visual analysis revealed that the guide wire was kinked directly adjacent to the distal j-bend. This resulted in the j-bend to be slightly misshapen. Microscopic examination confirmed the damage. No other defects or anomalies were observed on the guide wire nor the catheter. The kink on the guide wire measured 437mm from the proximal weld. The guide wire length measured 45.2cm, which is within the specification limits of 43.75cm-46.25cm per the guide wire product drawing. The guide wire outer diameter measured 0.52mm, which is within the specification limits of 0.51mm-0.55mm per the guide wire product drawing. The catheter body length from the juncture hub to the distal tip measured 3 7/16" , which is within the specification limits of 3 3/16"-3 9/16" per the catheter product drawing. The catheter body outer diameter measured 0.0645", which is within the specification limits of 0.0640"-0.0690" per the catheter extrusion product drawing. The proximal end of the returned guide wire was inserted through the distal tip of the returned catheter. Minor resistance was encountered at the location of the kinking; however, the majority of the guide wire was able to pass with little to no difficulty. Performed per IFU statement, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". A manual tug test confirmed that the distal and proximal welds on the guide wire were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed a kink directly adjacent to the distal j-bend of the guide wire. Despite the damage, the catheter and guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the physician was performing the procedure and found the guide wire bent and kinking at the j-tip. A new product was used and procedure completed. No patient harm was reported. The patient's condition is reported as fine.

Event description:
It was reported the physician was performing the procedure and found the guide wire bent and kinking at the j-tip. A new product was used and procedure completed. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).